Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device had communication issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer was having the internal network issue, the technical support specialist (tss) dialed into station, but the remote support services (rss) session timed out. After deploying the "restart rss services" package successfully, the issue persisted. The tss accessed the application server, confirmed the station ip was pingable, and verified on the hsv site that the device wasn¿t flagged for communication issues., later, the customer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device had communication issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.